Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user started a dexcom g7 sensor and the ilet indicated pairing but did not establish a connection, with the ilet only allowing selection of g7 during cgm setup and not g6. Symptoms included no reported clinical effects. Outcomes included no reported medical intervention or hospitalization. Investigation included customer care troubleshooting and education, including verification of cgm model on the ilet, re-entry of the cgm code, and guidance to wait for connection and call back if unresolved. Investigation of this case revealed an ilet-to-cgm pairing failure limited to the ilet, with no evidence of broader system malfunction. It was concluded, based on previously established findings for similar reports, that the cause was an interoperability or communication issue between the ilet and the external cgm.